Event description:
Per customer, the cuff will herniate and is easily dislodged. No lot numbers provided. No pt harm reported and the info provided does not confirm if extubation/reintubation of a replacement tube was required.

Manufacturer narrative:
(B)(4). The sample associated with this record is expected to be returned for evaluation.

Manufacturer narrative:
The device referenced in this report was not returned for investigation. Containment action is not required since the sample was not received for evaluation. A review of the device history record confirmed that all manufacturing controls were found effective and properly maintained to detect the correct position of the cuff. (B)(4).